Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed a defibrillator test. The cause for the failure was isolated to shorted u727 and u728 processors on the distribution node pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted processors. The pt received a replacement electrode belt.

Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The pt's electrode belt failed a defibrillator test. The pt was issued a replacement electrode belt.